Event description:
On (B)(6) 2016 the reporter (patient¿s father) contacted lifescan alleging that the lay user/patient¿s onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the inaccuracy issue began on (B)(6) 2016 at 8:30pm when the patient allegedly obtained blood glucose results of 195 and 114mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for precision. The reporter stated that the patient usually manages her diabetes using insulin (novolog and lantus) and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reportedly experienced symptoms of seizure approximately 30 seconds after the alleged issue began, and an ambulance was called and the patient received hcp treatment of glucose gel in response to the reported issue. The reporter stated that the patient¿s blood glucose was measured using the emergency services meter, although the result was not known. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient¿s testing procedure was correct and the test strips were stored correctly and within expiry. The csr was unable to walk the patient through a control solution test. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.